Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, de novo lesion in the left anterior descending (lad) artery. A 2.75x20mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to 14 atmospheres (atm) when the balloon ruptured. A small hole was observed on the mid part of the balloon. Another nc trek balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.